Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump was returned to animas. Evaluation was completed on (B)(4) 2011. The download history verified a voltage drop from 135 vdc to 128 vdc on (B)(6) 2011 at 3:17 am. The battery compartment and cap are intact with no physical damage or evidence of moisture ingress. The pump was powered on normally and exercised with no overheating observed. Pump electrical current draws were within specifications.

Event description:
The reporter claimed the animas insulin pump had overheating issues. The pt's insulin pump allegedly was hot. There was no adverse event associated with this issue. During troubleshooting, the pt confirmed there was no moisture or corrosion in the battery compartment. This complaint is being reported as a malfunction due to the alleged overheating issue.